Event description:
Pt found on floor next to bed with fractured hip. Bed alarm had been sounding erratically during the night but failed to alarm at time of event. Baystate medical center submits this report pursuant to the provision of 21 cfr part 803. This report is based on preliminary information received by baystate medical center which baystate medical center has not had the opportunity to investigate or verify prior to the reporting date. Baystate medical center has not conclusively determined the cause of this event. This report shall not be construed as an admission by baystate medical center that it or any of its employees or affiliates caused or contributed to the incident described herein. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.